Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. 1/2006 lab 3.4, the next day inratio 1.7, lab 5.8. During troubleshooting it was determined that the patient took lovenox the night before the inratio test. Technical support recommended to repeat the test and the lab draw the following week.